Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty removing the balloon catheter could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, 60% stenosed popliteal artery. An ht command guide wire was selected for the procedure. There was no resistance felt during advancement of the unspecified balloon catheter over the guide wire. While attempting to pull back the guide wire it became stuck inside the balloon catheter and it could not be pulled back. In order to remove the guide wire from the anatomy the whole system was removed as one unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.